Event description:
Pt reported obtaining back-to-back blood glucose results of 525 mg/dl and 241 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Valid qc testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.